Event description:
Scissors blade fragment became detatched during mitral valve procedure and remains in pt. Additional surgical intervention including reopening the chest incision to retrieve the fragment was not successful.